Event description:
Following a radlology procedure in 2003, a vasoseal es was deployed. No problems were reported by the deployer during or post deployment. 10 days later the pt returned to their physician's office with complaints of leg and groin pain. The puncture site was puffy and had a positive bruit. The pt was sent back to the hosp the following day for evaluation. An ultrasound was performed and arterial flow was noted coming out of the vessel. No venous blood was noted. It was noted that the stick location was low in the common femoral artery. Thrombin was injected at the site and the arterial bleeding stopped. This was verified by ultrasound. The pt was sent home the same day without any further complications.